Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic procedure for esophageal stent placement as part of a palliative study. The pt received the wallflex esophageal stent in 2005. This stent replaced a prior non study stent that had migrated. During the initial placement, 23mm diameter stents had been used; the first one did not fully expand. The clinician reports difficult transcardial placement due to tumor location at the z-junction. The pt underwent re-intervention 7 days later to reposition the stent. This procedure went well, no clinical complaints. Upon endoscopy, the pt was noted to have developed a deep ulceration at the level of the upper stent flare. Currently, the pt is without clinical manifestations. The pt retains the study stent and no other action is planned other than observation.